Event description:
Device 1 of 2 (refer to manufacturer's report number 1627487-2009-00051 for device 2). Ans received a report in 2009, that the pt was implanted with scs system about 2 months prior. Four weeks post-implant, the pt reported soreness at the ipg pocket. The results of a culture showed the pt had a staph infection at the ipg pocket and lead incision site. The physician left the scs system implanted, and treated the pt with oral antibiotics. The pt is currently on an IV antibiotic regimen through a PICC (peripherally inserted central catheter) line at home. The pt is doing fine.

Manufacturer narrative:
Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2009-00051 for the evaluation of device 2). Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications, and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history, and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.